Event description:
It was reported that during an unknown procedure, the instrument jaws failed to open after a number of firings. A new device was used to complete the case. There was no patient consequence.

Manufacturer narrative:
Date sent: 10/5/2007. Information anticipated, but unavailable at this time.